Event description:
During the procedure severe resistance was encountered as the retriever was being removed. The physician used the retriever a second time, and again, with a high grade of resistance intracranially. The retriever appeared normal visually. It was reported that during the procedure vessel dissection was observed requiring stent repair and thus dual antiplatelet therapy post IV tpa. The patient was reported to have achieved a tici score of 2a and a nihss of 20 post procedure. The patient developed a groin hemorrhage with lowering of systolic blood pressure (sbp) requiring transfusion. The infarct extended after the first MRI possibly due to the dissection and stenting requiring to limit the antiplatelet therapy in the setting of a groin hematoma. The patient was discharged approximately five days post the index procedure having an nihss of 18 and a modified ranquin scale (mrs) of 5. The patient was reported to have died due to poor neurological function post a mca stroke approximately 9 days post the index procedure.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. . Information available indicated that the retriever was confirmed to be in condition prior to use and severe resistance was encountered when withdrawing it. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed; therefore, the exact cause for the difficulties withdrawing the retriever cannot be determined. However, possible complications include, but are not limited to the following: dissection, hemorrhage hematoma, neurological deficit including patient outcome of death are known risk associated with endovascular procedures and are noted as such in the device directions for use. An assignable cause of anticipated procedure complication was assigned to this event(s).

Event description:
During the procedure severe resistance was encountered as the retriever was being removed. The physician used the retriever a second time, and again, with a high grade of resistance intracranially. The retriever appeared normal visually. It was reported that during the procedure vessel dissection was observed requiring stent repair and thus dual antiplatelet therapy post IV tpa. The patient was reported to have achieved a tici score of 2a and a nihss of 20 post procedure. The patient developed a groin hemorrhage with lowering of systolic blood pressure (sbp) requiring transfusion. The infarct extended after the first MRI possibly due to the dissection and stenting requiring to limit the antiplatelet therapy in the setting of a groin hematoma. The patient was discharged approximately five days post the index procedure having an nihss of 18 and a modified ranquin scale (mrs) of 5. The patient was reported to have died due to a primary cause of neurological deterioration post a mca stroke approximately 9 days post the index procedure. The study facility has indicated that the neurological deterioration was related to the progression of the index stroke. In addition, the patient vessel dissection and outcome of death were assessed as related to the procedure and device. No further information is available.

Manufacturer narrative:
Executive summary ¿ was corrected based on update from the study facility, informing that it was undetermined if the cause of death was due to the retriever device, index stroke or subsequence hemorrhagic transformation.

Event description:
During the procedure severe resistance was encountered as the retriever was being removed. The physician used the retriever a second time, and again, with a high grade of resistance intracranially. The retriever appeared normal visually. It was reported that during the procedure vessel dissection was observed requiring stent repair and thus dual antiplatelet therapy post IV tpa. The patient was reported to have achieved a tici score of 2a and a nihss of 20 post procedure. The patient developed a groin hemorrhage with lowering of systolic blood pressure (sbp) requiring transfusion. The infarct extended after the first MRI possibly due to the dissection and stenting requiring to limit the antiplatelet therapy in the setting of a groin hematoma. The patient was discharged approximately five days post the index procedure having neurologic deterioration related to progression of index stroke with nihss of 18 and a modified rankin scale (mrs) of 5. Approximately 9 days post the index procedure, the patient was reported to have died. The patient vessel dissection and outcome of death were assessed as related to the procedure and device. The study facility has indicated that it was undetermined if cause of death was due to trevo device, index stroke or subsequent hemorrhagic transformation. No further information is available.